Event description:
It was reported that the patient felt light headedness during an episode of fibrillation. Follow up noted that the right ventricular (rv) lead exhibited a rise in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.